Event description:
Our rep reports to us that a pt underwent an arthroscopic rc repair on (B)(6) 2010 with the use of 4 helix anchors for fixation. Subsequently, the pt presented with reaction / infection. The surgeon is not at this time attributing the reaction / reaction to the fixation devices, however, is querying the lots to see if there are any similar other issues with them. At this point in time, this is all of the info that mitek has: there are questions out for further detail. Also see associated mdrs 1221934-2010-00333, 1221934-2010-00334 and 1221934-2010-00335.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.